Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 445 mg/dl and other relevant blood glucose levels were 485 mg/dl, 457 mg/dl and 260 mg/dl. Customer stated that the infusion set got detached and was not sticking. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.